Event description:
It was reported that this right ventricular (rv) lead was plugged into the right atrial port of the device and placed in the left bundle branch (lbb), which was considered to be off-label use of this product. Technical services (ts) analyzed the presenting electrogram (egm) and found that there was intermittent loss of capture (loc) with this lead. This patient was dependent on pacing with this lead. No adverse patient effects were reported. Currently, this lead remains in service.